Event description:
It was reported that during bd representative¿s site visit, two end-tidal (etco2) modules were observed with the start of corrosion on the right side iui connectors. This was pointed out to the hospital¿s risk specialist that was rounding with bd during the visit. No reported failures. There was no patient involvement as these were visual inspections by bd representatives on the devices.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.